Manufacturer narrative:
Investigation results: conmed linvatex rec'd this device for eval. An eval of the unit found it functional; however, further eval found reed switch failure which can cause the problem described by the user. In addition, this handpiece failed ground bond testing. Conmed linvatec's repair history found no prior repair for this unit. The svc interval communicated in the instruction manual for this handpiece is every 12 months. In addition, the manual provides the following general warning to the user: prior to use, perform an inspection of all equipment for proper operation. Add'l info from the user reported that the facility uses a 1 minute dry time following sterilization. The instruction manual and IFU cautions the user that an eight (8) minute minimum dry cycle should be run on all handpieces every time the product is sterilized. Failure to use a dry cycle on the products may lead to reduced product performance or premature product failure. Add'l info on cleaning and sterilization will be provided to the customer. Associated MDR: 1017294-2008-00381.